Manufacturer narrative:
The manufacturing history was reviewed and no non-conformances were found for this lot. The instrument was visually evaluated and it shows signs of normal use. Functionally testing the bender found that the plunger was stuck at the bottom of its stroke. It is designed to spring back and always have contact with the cam. The handle/cam was removed from the base and then the plunger was removed. Gouging can be seen on the inner diameter of the cylinder that the plunger rides in. The gouging is indication that was interference between the plunger and the cylinder and it appears the location of the interference was at the pin of the plunger. The wheel on the plunger does not rotate, which indicates that the pin has been bent. Excessive force may have bent the pin causing the wheel to stop spinning and an increase in the outer diameter of the plunger near the pin which caused the interference with the cylinder. Another indication of excessive force is spalling on both the cam and plunger wheel. There are no indications of manufacturing defects.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported that a table top bender that broke during surgery. It is reported that there was no delay that exceeded thirty minutes and no patient injury.